Manufacturer narrative:
(B)(4). Date sent: 1/2/2026. D4: batch #unk. Additional information was requested, and the following was obtained: what was the procedure? Pancreaticoduodenectomy. What tissue was being fired upon? Pancreaticoduodenal. How many staplers were used during the procedure? Unknown. How many reloads were used during the procedure? Unknown. How many reloads had malformed staples? 3. Are you using reinforcement or buttress material? Unknown. Any photos that can be shared? No. Please explain how many malformed staples were there? 3. Were the malformed staples on the proximal, distal, or middle of staple line? Unknown. Were the malformed staples on one staple line or more staple line? Unknown. How many firings and reloads selection used? Unknown. How thick was the tissue that was being clamped on and what reload was used? Unknown. Was there anything with the tissue that would affect the compressibility? Unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished cdh25p, with lot/batch number a98n70, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure of the pancreas, it was observed that the staples were malformed after firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. D4: batch #716d62. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The washer was present and uncut and there were staples present. When the battery was installed, the green checkmark was not illuminated, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. A manufacturing record evaluation was performed for the finished device batch number 716d62, and no non-conformances were identified.